Event description:
Information was received from a patient implanted with an ins. It was reported the pt mentioned they had allowed their spinal cord s timulator(scs) to deplete all the way because they had lost track of time and days. Pt typically charged every 2-3 days, but was doing yard work and had lost track of time. Pt said they had charged their scs up to 100% and the charging took "awhile." Pt typically never allowed the scs to go below 50%, so charging from 0-100% on the ins took longer than usual. Pt said they pressed the stimulation on/off button and had turned on their therapy, but may not be getting therapeutic relief since about 2 days ago. Pt said they may have also worked in the yard too hard and may have over did it with the amount of physical activity they were doing. Pt was uncertain. Pt said the scs "does not seem to be working" and was unsure if the therapy was on. During the call, pt confirmed their therapy was on. Pt adjusted their therapy settings up from 1.3-1.7 and could feel the therapy. Ins charge was 90% and controller charge was 70%. Patient services specialist suggested the pt wait for a couple of days to see if they were getting relief and then visit with their hcp if the therapy was not providing relief. The patient was redirected to their healthcare provider to further address the issue. Pt said their daughter had a scs(no allegations made against daughter's scs). Pt said they were very happy with how this scs worked compared to the "other 2" the pt had implanted previously. Pt mentioned they wish they had adhesive discs for charging with the current model scs.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis of the 37761 recharger (serial number (B)(6)) revealed bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.